Event description:
The pt reported that for 14 days he has experienced elevated blood glucose of 358 mg/dl. He stated that he discovered that his infusion set was leaking insulin where the tubing connects to the headset. No further info is available. Product was replaced and requested to be returned for eval.